Manufacturer narrative:
(B) (4).

Event description:
It was reported the extension tunneler broke while in the pt. The hcp indicated the square tip catches on the tissues of the neck causing the break. No pt outcome was reported. Additional info has been requested, but was not available on the date of this report.